Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an emergency transection. It was reported that on CT one month post the index procedure a type ia endoleak was observed as per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient will be monitored.